Event description:
It was reported that during a rig treatment procedure, the dilator fractured on insertion. During insertion of the 10f fascial dilator, the hub separated from the shaft of the dilator leaving the dilator inside the patients abdomen, and the hub in the hands of the clinician. Enough of the dilator shaft was protruding from the patient's abdomen for the physician to grasp the dilator with his fingers and remove the device from the pt. It was reported that had enough shaft had not been present, it would have required the patients abdomen being surgically opened to remove the dilator. Another dilator was inserted to complete the procedure. There were no reported pt complications and the patient's condition post procedure was reported as stable.

Manufacturer narrative:
The product was not returned for analysis. The fmea's were reviewed and the identified potential root cause for this potential failure mode that appears to be related is listed as inadequate hub joint strength. The identified potential root cause could be related to the failure mode of the complaint but the device was not returned, so it cannot be confirmed. A review of the device history record was performed and revealed no related issues to this complaint.